Manufacturer narrative:
There is nothing returning for analysis purposes. (B)(4).

Event description:
During rotator cuff repair the anchor broke when tying the knots. The anchor broke right after releasing the suture from the anchor. The bone was prepared using a 4.5 platinum bone cutter and the surgeon used a 5.5 healicoil regenesorb awl/dilator for the preparation of the hole. The surgeon was confident that all loose pieces were removed from the patient. A back up device was not used in this case, since the tip of the anchor was still holding and the surgeon was able to tie down the cuff with that fixation. There was about a 5 minute delay to remove the pieces. The patient was in good condition after the case and did not require any extra monitoring. This was a male patient in their mid 50's with poor bone quality. There are no pieces of the anchor left from this case to investigate. There are no x-rays available for review.